Manufacturer narrative:
Pending engineering eval.

Event description:
Surgeon performed a total hip arthroplasty using the element sys on (B)(6) 2014. Pt was walking around in post-op recovery and heard a loud snap/pop, in which her femur fractured. Surgeon performed revision surgery on (B)(6) 2014.